Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref#: (B)(4).

Event description:
During an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch catheter, the patient experienced cardiac tamponade which required surgical intervention and prolonged hospitalization. It was reported that the patient experienced a tamponade during the procedure. While ablating in the left atrium with a thermocool smarttouch catheter, a nurse realized that the pressure dropped. The cardiac echo (echocardiogram) showed pericardial effusion. The physician immediately punctured the sternum to drain the blood from the pericardium and after stabilizing the patient, the patient was sent to the cardiac surgeon to close the hole. According to the physician, the transeptal was very challenging and had to puncture three times before successfully going from right to left atrium. The effusion might have been a consequence of a failure in one of those systems and this will be clarified during the surgical operation. All the catheters used during the procedure were discarded and therefore cannot be sent for investigation. No fragments were generated. The physician¿s opinion on the cause of this adverse event was probably unintended ablation in the left atrial appendage (laa). The intervention provided was heart surgery to close the hole in the laa. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required extended hospitalization because of surgery. A ngen generator/pump were used for the procedure. The energy source used when the adverse event occurred was radiofrequency (rf).